Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. A review of the device history record was performed. The review disclosed no incidents that could have contributed to the failure reported in this complaint. Since the unit was not returned for evaluation, it could not be confirmed if the device could have been used to displace bone or if it was impacted with a rigid object; therefore, misuse cannot be ruled out. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the serfas probe head broke, which delayed surgery by three minutes as a new probe was retrieved.

Event description:
It was reported that the serfas probe head broke, which delayed surgery by three minutes as a new probe was retrieved.